Event description:
User reported that the right armrest fell down which caused his hand to come off of the joystick thereby stopping the wheelchair. User reported that he fell out of the wheelchair and broke his leg and injured his shoulder. MFR inspected the wheelchair and determined that a component had come loose on the armrest. The armrest was repaired and client is satisfied. It is a safety feature on the wheelchair for the chair to come to a soft stop when the joystick is disengaged.

Manufacturer narrative:
Eval summary: MFR inspected the wheelchair in (B)(4) 2011. MFR observed that a component on the right armrest was broken. The knobs/balls have fallen off the t-brackets and the t-bracket in the rear of the armrest slid through the link bolt. The knobs were replaced and all bolts tightened. User is satisfied with the repair.